Manufacturer narrative:
As per tandem user guide: the pump delivers insulin in two ways: basal insulin delivery (continuous) and bolus insulin delivery. The disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. As per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm. Customer¿s blood glucose (bg) level was 550 mg/dl. During troubleshooting with tandem technical support, customer started vomiting. Customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with manual injections, intravenous insulin and fluids. Customer reported using cartridge and infusion set for four days. Tandem technical support assisted customer with loading a new cartridge and infusion set and customer resumed insulin therapy successfully. Multiple attempts were made by tandem technical support to obtain hospital discharge date; however, the information was not provided.